Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer is using cold insulin. Tandem clinical support informed customer that using cold insulin is off label per the user guide. The customer went the emergency room (ER) with a blood glucose level of 450 mg/dl and was subsequently admitted into the hospital. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue, ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned.